Event description:
It was reported by the patient that the battery life was draining and there were frequent disconnections with the continuous glucose monitor, which were causing high blood sugar levels however, no value was provided. There was no adverse impact to the customer¿s blood glucose level beyond reported high blood sugars. The customer declined further troubleshooting, and since logs were not uploaded, the task team was unable to calculate battery depletion percentage, resulting in the closure of the case.